Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals that needle was returned with only the second implant and the silicon tubing. The silicon tubing was pushed back towards the proximal end of the needle, resulting in the second implant moving out of its intended place. Without having the gun used in the procedure to examine, a possible hypothesis for the reported failure is after the first implant was fired, the needle possibly hit a bone or an object, resulting in the silicon tubing moving and in the second implant not being deployed as intended. It cannot be determined at what point in time this failure occurred. We cannot discern a root cause for this failure as this is an anomaly. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar and one other dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During a meniscal suture intervention , the dr deployed the 1rst implant ((B)(4)), then, he used the red trigger, but the second implant was blocked. With same like product.